Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 164 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. Customer stated that the sensor would not calibrate and the sensor glucose and blood glucose does not match. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer was advised that sensor is being replaced. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.